Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker did not produced sound. The customers device speaker was confirmed to be not functioning per specification during testing. The device speaker has been replaced per current process. The device was operational after repairs were completed.

Event description:
The customer reported that the system has no audio output. The device was not in use on a patient at the time of event, there was no adverse event reported.